Manufacturer narrative:
Unable to confirm explantation or deflation. No information available.update/correction to sections b4, d9, g3, g6, h2, h3, h6, and h10.

Event description:
Alleged deflation

Event description:
Deflation resulting in explantation.

Manufacturer narrative:
No manufacturing defect was found on macroscopic or microscopic examination of the explanted device. A crease fold failure was observed on the outer shell resulting in a leak.

Event description:
Alleged deflation.